Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 7087726. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 7087806. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 24630774. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Model number/catalog number: sc-4318,batch/lot number: 24630774,investigation results.the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record.it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusion.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.additional suspect medical device component involved in the event:model number/catalog number: sc-2218-50,serial number: (B)(6),batch/lot number: 7087726,model/catalog description: linear st lead kit 50 cm,unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50,serial number: (B)(6),batch/lot number: 7087806,model/catalog description: linear st lead kit 50 cm,unique identifier (UDI)#: (B)(4).model number/catalog number: sc-4318,batch/lot number: 24630774,model/catalog description: clik x anchor sterile kit,unique identifier (UDI)#: (B)(4).